Manufacturer narrative:
(B)(4). Date sent: 12/1/2020 the initial medwatch should not have been filed. Additional information: the burn was not caused by our pad. It was not even plugged in during the surgery. The technician who used the megadyne pad never actually plugged it in. We used the rem electrode for the force triad, this was placed on the chest of the cat. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable and not a product issue.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch or serial number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is this a skin lesion that is not electrosurgical in nature? Is this a burn? If yes for a burn what is the severity of the burn? First degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. Are there any anticipated long-term effects from the burn or injury? What medical intervention was used to treat the burn or injury? (Such as salve or stitches) was there any change in the patient care as a result of this event? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an animal surgical procedure the cat had a diaphragmatic per pubic hernia repair. The surgeon used our megasoft pad. On the seven days follow up visit on (B)(6) 2020 the surgeon noted an abnormal area of erythema overt the caudal pelvis. He shaved the patient's back to expose and examine this area.